Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a diagnostic error was observed. The ventricular tachycardia (vt) morphology criteria was 100% and supraventricular tachycardia was diagnosed; however, it is suspected that this diagnostic information was incorrect . Technical support was contacted and recommended reprogramming to resolved the event. No intervention was performed. The patient was stable with no adverse consequences.